Event description:
Report 2 of 5 received of air in the tubing distal to the filter. It was reported that the patient received lipids via a genstar pump at a rate of 5ml/hr for 12 hours via a broviac catheter. The set was primed via the pump and the "filter was gently tapped to remove any air." The patient's relative reported that an unspecified amount air was noted distal to the air filter. Another relative reportedly, disconnected the tubing, purged the air out of the tubing and then reconnected the tubing. The lipids solution was resumed. The patient did not experience any adverse effects.